Manufacturer narrative:
Insulin pump was received with a blank display due to a corroded battery tube, corroded battery tube spring and moisture damage electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button part of the reported insulin pump swelled. The customer's blood glucose value was unknown. Customer stated the frequency that battery power ran out increased. Customer stated device heating up. The insulin pump will be returned for analysis.